Event description:
It was reported that the atrial lead's impedance has risen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. However it was noted that the lifetime impedance min/max equaling 741-1212 ohms. The threshold is stable and no signs of oversensing.